Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified the device was seen ruptured. Device patch with lot number: 2926308. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported textured to smooth implant replacement and rupture on right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.7.

Event description:
Healthcare professional reported textured to smooth implant replacement and rupture on right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: textured to smooth exchange.

Event description:
Healthcare professional reported textured to smooth implant replacement and rupture on right side. Device has been explanted.